Manufacturer narrative:
(B)(4).device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.(B)(4).

Event description:
It was reported that during a peripheral stenting procedure, deployment difficulties occurred. The target lesion was located in the right superficial femoral artery. A 6x40mm unspecified stent was already implanted. The physician preformed an ipsilateral puncture and then predilated the lesion with a 5x40 sterling balloon. Then the physician positioned a 7x99x75 epic stent above the implanted stent "to cover the lesion while conversing collaterally." During deployment the stent advanced sharply and the physician was unable to pull back slightly to reposition the stent. The stent was post dilated with a 5x40 sterling balloon which opened the arterial lumen and completed the procedure. No patient complications were reported and the patient's status is fine.